Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. He device history record for the reported lot number, 02029322735, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: brachialplexy, bilateral brachioplasty. Cathplace: two catheters inserted into upper arms and exiting the chest area. Infusion start time: (B)(6) 2018 1:00 pm; infusion end time: (B)(6) 2018 1:00 pm. It was reported that during a follow-up post surgery visit to the physicians office the catheters were to be removed. During removal of the catheters it was noted the left side catheter was removed without incident but catheter on the right side "snapped" and only part of the catheter was removed. The patient returned to surgery on (B)(6) 2018 for complete removal of the catheter. Follow-up with the user noted that she was not 100% sure the whole catheter was removed but "thinks so". The patient's condition was reported to be stable. No additional information was provided.

Manufacturer narrative:
One sample device was returned. The catheter exhibited a break between the midbody segment and infusion segment. The device was evaluated. The investigation summary concluded that silver-soaker catheter was received broken. Tensile strength was performed on the mid-body segment and infusion segment and met specifications. The root cause for the reported broken catheter incident was not identified since the tensile strength performed on the mid-body segment met specifications and it is unknown if resistance was felt during the catheter removal. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Show less